Event description:
Patient was admitted to hospital for a catherization and possible angioplasty. Two cypher stents -2.5 x 28mm- were inserted in rca. Approximately 3 1/2 hours after completion of procedure, patient complained of severe chills and cold- temperature was 95.5. Shortly after, patient started uncontrollable shaking and seizures, which fluctuated in frequency and intensity, but lasted for close to two hours- patient continued to complain of cold and uncontrollable shaking. She recieved eight blankets, and a heating pad. After two hours of the shaking and seizures, her temperature spiked to 102 degrees. Blankets were removed and she received tylenol. At one point in the evening, her temperature rose to 104 degrees. Prone to low blood pressure, her blood pressure was also elevated during the seizures. The seizures subsided after the fever spiked and returned to normal. The following day she compliained of severe fatigue, headache. Two days later she developed a rash on her abdomen and small of her back. She is still hopitalized as I write this.